Event description:
During baxter's evaluation it was found that a spectrum pump had a system error 105 alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but not reproduce the identified system error 105. The identified symptom was observed during power up and caused by a failed motor (seized). The failed motor assembly was replaced.